Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 4.5x120 supera stent was deployed in the moderately calcified superficial femoral artery without incident. During removal of the supera delivery system, the physician forgot to move the thumb slide back to the initial starting position. Subsequently, the tip of the delivery system became caught in the stent and resistance was felt during removal of the delivery system. The tip of the delivery system detached, but remained lodged in the deployed supera stent. Otherwise, there was good patient outcome with blood flow restored to the lower extremity. There was no damage to deployed stent. The patient will return next week for evaluation of the stent and dislodged tip. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and the reported tip detachment was confirmed. The difficulty removing could not be confirmed as it was based on case circumstances. Based on a visual inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that, the reported tip detachment and difficulty removing appears to be user related. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the supera instruction for use states, following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.